Event description:
During surgical procedure, sterile team members noted the pouch of the surgical drape was leaking onto the floor. Seam of the plastic pouch appeared to be where the leak was coming from. Unable to determine if leak was above or below drain in drape. Drape info: (manufacturer #: (B)(6). Lot #: 064736. Mfg date: [redacted date]) drape listed on the pack as drape, robotic procedure. Surgeon stated there had been a similar leak in an earlier surgical procedure five days prior. Lot number not available from prior case. Manufacturer number the same.